Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that over the last year, the implantable cardioverter defibrillator (ICD) has exhibited jumpy shock impedances on the right ventricular (rv) lead. The values have ranged from 89 ohms to out of range values of 125 ohms. At this time, it was recommended to increase the alert limit and continue monitoring. No adverse patient effects were reported.